Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) due to shortness of breath. The patient stated that they began to experience generalized weakness and fatigue on (B)(6) 2019. On the morning of (B)(6) 2021, the patient began to experience shortness, dry cough associated with mild diffuse chest pain. The patient stated that their symptoms felt very similar to a previous congestive heart failure exacerbation (chfe) event. Right heart catheter was performed and showed resting hemodynamics notable for severely elevated right melanocortin-2 receptor accessory protein (mrap) at 24mmhg and moderately elevated left pulmonary wedge pressure (pcwp) heart filling pressures at 23mmhg. The patient had moderately elevated pulmonary pressures, with a mean pulmonary artery pressure (mpap) of 36mmhg, with mildly elevated pulmonary vascular resistance (pvr) of 2.5 wood units (wu). Their cardiac index by thermodilution was normal (ci 2.7 l/min/m2). The patient was started on milrinone and continued with diuresis with improved symptoms. They also underwent ramp study and the speed of the pump was decreased with stable hemodynamics. The patient continued to show improvement in symptoms and was stable for discharge (B)(6) 2019. They had a peripherally inserted central catheter (PICC) line placed and was discharged (B)(6) 2019. The patient was discharged home on IV milrinone.